Event description:
It was reported that one of the patient's leads was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively. It is unknown which lead was replaced, so both are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 3006705815-2021-02991. It was reported that the patient was not getting adequate therapy due to lead migration. As a result, surgical intervention may occur to address the issue.